Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump showed 11 units of active insulin were on board, and she felt that she did not deliver that much insulin. Offered to troubleshoot, but the customer declined. She stated that she was not comfortable using this device, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.